Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume event was identified which occurred in the therapy initiated on (B)(6) 2015 at 02:32:38. During night drain cycle four, the patient's ultrafiltration reading was 2034ml, indicating the home patient drained 2034ml more than their maximum programmed fill volume of 3000ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was completed. The increased intra-peritoneal volume (iipv) event was identified during review of the event history log. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device passed both the homechoice rite electrical test and the rite functional test specifications. External / internal inspection were performed and passed. A short simulated therapy was performed and passed successfully without any delays or alarms. A service history review revealed no previous service events that would cause or contribute to the reported problem. Upon conclusion of the evaluation, the cause was one or more cycles were advanced to the next fill when a slow/no flow occurred above the minimum drain volume threshold. Should additional relevant information become available, a supplemental report will be submitted.